Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a delay in patient information for one patient. In addition, auxiliary drawer 7 did not recognize the cubies, preventing normal drawer functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was not recognizing cubies. A field service engineer removed the back panel and observed that the drawer controller communication light emitting diode was flashing and adjusted the retractor bin and reseated the row board cable and attempted to power the unit back on, but the light emitting diode was still flashing and then removed the drawer and reseated the retractor band cables and was able to eject the pockets and remove debris from inside the drawer and restarted the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.